Manufacturer narrative:
D10: concomitants: optetrak logic tibial tray (02-012-45-3030, 2596855). Optetrak logic femoral component (02-010-01-0230, 2680796). 3 peg patella cemented (200-02-32, 2680796). Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6)2013. No revision at this time. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H11: correction: this event has no claim of device malfunction or insert wear.